Event description:
Additional information received reported the patient was still having concerns with her device or therapy and had been seeking further help. It was noted the patient was disabled. The implantable neurostimulator (ins) had been programmed on (B)(6)-2012 and as of (B)(6)-2012 the patient had been unable to secure a follow up adjustment due to the severing of her relationship with her physician. The manufacturer representative was attempting to arrange to meet with the patient. If additional information is received a follow up report will be submitted.

Event description:
Additional information showed the patient continued to have pain. Electric shock was felt when the patient changed body positions, sometime in the upper back and "her legs would start to vibrate." It was stated certain positions caused pain to radiate to the side of her legs and hips. The patient used the programmer to reduce the amplitude, which improved the symptoms. The patient later reported they had not been reprogrammed since one week post-op.

Event description:
Additional information was reported that the patient's device was reprogrammed and that the patient was experiencing changes in stim ulation with postural changes. It was indicated that this was normal and there were no issues.

Event description:
It was reported that one of the patient's programs made her feel like she was getting shocked. Her stimulation was working somewhat, but some programs were not helping. The patient wanted the implantable neurostimulator (ins) reprogrammed. Additional information received reported the patient was only able to adjust stimulation when the antenna was attached to the patient programmer. It was determined that the ins was powered off. The patient was educated on using the on/off controls on the patient programmer, and the patient was then able to adjust stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 8591-38, lot # d12886, implanted (B)(6) 2012, explanted unk; adaptor model 3550-39, lot # n308150, implanted (B)(6) 2012, explanted unk; programmer model 37744, serial # (B)(4); lead model 39286-65, serial # (B)(4), implanted (B)(6) 2012, explanted unk.